Event description:
Procedure type: nephrectomy. According to the reporter: during the procedure, a part disengaged from sponge onto the drape. Nothing fell into the cavity. The procedure was well completed with this trocar. No patient injury. No patient injury was reported.

Manufacturer narrative:
(B) (4).